Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported experiencing laser problems.

Manufacturer narrative:
The probe printed circuit board (pcb) and the front panel were received and a visual assessment of the returned samples did not show any non-conformities. The samples were installed in a calibrated system and the reported issue was replicated. Further evaluation found a non-conforming component on the probe pcb. The root cause of the reported event can be attributed to the nonconforming component in the probe pcb. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The system was examined and the reported event was confirmed. The probe printed circuit board (pcb) and the front panel were subsequently replaced. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on march 31, 2012. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to nonconforming probe printed circuit board (pcb) and the front panel. However, how or when they became nonconforming could not be determined. (B)(4).